Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set could not be connected to a baxter infusion pump (evoiq) as the blue slide clamp was assembled on the tubing incorrectly. This issue was observed in the hospital during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the actual device was not available; however, one photograph and videos of the sample and retained samples were provided for evaluation. Visual inspection of the photos and videos showed that the blue clamp was incorrectly assembled on the set. However, visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no leaks were found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.